Manufacturer narrative:
The device would not communicate upon receipt. The battery was found to be depleted. The battery was sent to the manufacturer for analysis. An internal short within the battery was found to be the cause for the battery depletion. (B) (4) - failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.